Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that low speed events occurred. No clinical symptoms or pump stoppages were reported. On (B)(6) 2017, an ungrounded power module patient cable was shipped to the patient. The patient was advised to report any alarms to the vad coordinators immediately. As of (B)(6) 2017, the patient had not reported any additional alarms occurring. No additional information was reported.

Manufacturer narrative:
The report of low speed events and a pump stoppage was confirmed based on the evaluation of the submitted system controller log files; however a specific cause for the abnormal pump operation could not be conclusively determined. The log file captured low speed events, elevations in pump power and a pump stoppage that occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue; however, the evaluation of the returned portion of the percutaneous lead (driveline) did not reveal any issue that would have contributed to the reported events. Approximately 19 inches of the external portion/distal end of the driveline was returned for evaluation. Evaluation revealed a small tear in the outer silicone jacket approximately 2.5 inches from the controller connector. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. High potential testing did not reveal any current leakage through the insulation of the wires. The patient remains ongoing on vad support with no further issues reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Corrected information: it was initially reported that the device would not be returned for evaluation. The patient remains ongoing on lvad support; however, a portion of the percutaneous lead was subsequently received.

Event description:
It was reported that on 03/06/2017, a log file was submitted to the manufacturer for analysis. It was reviewed by a representative of the manufacturer's technical services team and revealed one pump stop within the 15 days of data. The lvad system was supported by the power module at the time. On (B)(6) 2017, technical services performed a percutaneous lead repair. Post-repair, all tests passed.